Manufacturer narrative:
This lv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited high pacing threshold measurement. An x-ray taken showed the lv lead had dislodged and slipped back to the right atrium. Surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual inspection of the lead body and spiral fixation did not reveal any abnormalities. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.